Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right upper pulmonary lobectomy procedure, the patient exhibited significant bradycardia, necessitating a change in the surgical approach. The complication arose while the surgeon was attempting to manage a vascular lesion. It remains unclear whether the procedure was converted to a laparoscopic or open technique. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: the complication arose while the surgeon was managing a vascular lesion, described as "a wound (acute or chronic) that does not heal properly with conventional treatments." The patient sustained an unspecified injury that resulted in bleeding, although the estimated blood loss was not provided; the patient required a blood transfusion. To control the bleeding, the surgical approach was converted to a thoracotomy, and a third-party stapler instrument was utilized to ligate the vessel. Additionally, thoracostomy with closed pleural drainage was performed. The patient tolerated the conversion. The procedure was completed. The following information is unknown: what vessel was specifically injured, the cause of the vessel injury, and whether the patient experienced any post-operative complications or their current condition.

Event description:
Refer to h11 for follow-up information.